Event description:
It was stated that the customer passed away. The cause of death was unknown, but the mother stated that the customer experienced low blood glucose levels and he passed away in his sleep. Unable to return the insulin pump for analysis at this time as the coroner is holding for evidence.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.